Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: dirty objective lens causes blurry field of view. However, the cause of the dirty objective lens and foreign object inside the nozzle could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for evaluation of a separate issue. During device analysis, the service repair technician noted a blurred field of view, a dirty objective lens, and a foreign object inside the nozzle. It was determined that the nozzle required replacement. There was no patient involvement.